Event description:
During implantation of the clavicle pin, the pin was placed through the fracture site, while tightening the nut the end sheared off. The pin was left in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.